Event description:
The ge oec 9800 fluoroscopy sys was reported to not be saving images. Images on sys not saving or stored incorrectly.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the single board computer and associated components. The software was also upgraded to the latest version. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.